Manufacturer narrative:
Final analysis found that the distal insulation was abraded at 20 cm to 20.4 cm from the helix end and had a series of breaks from being pressed against the distal coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead fractured. The lead was explanted and replaced.